Event description:
Product is safety needle product used with abg collection. Employee inserted abg used needle into safety device. Needle pierced through side of safety needle device resulting in needle stick of the employee. Product given to co rep. Upon inspection by co-another person at manufacturing co sustained a needle stick with same device.